Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch verio iq meter read inaccurately compared to his feelings/ normal blood glucose results. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not known when the alleged issue began. Results obtained with the subject meter were not provided. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. The reporter alleged the patient developed symptoms; however, symptoms were not specified. No treatment was specified. Quality control testing was performed which tested outside of specifications. Based on the information provided at this time, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, the complaint is being reported due to the failing control solution test result.

Manufacturer narrative:
Follow-up # 2 (08/22/2013)-product evaluation: the subject meter was returned on 08/06/2013 and analysis completed on 08/19/2013 by lifescan product analysis. The reported complaint could not be reproduced. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up (6/16/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 5/22/2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.